Event description:
Related manufacturing reference: 9680001-2018-00127, 2184149-2018-00144, 2184149-2018-00145. During an atrial fibrillation ablation procedure a cancellation occurred. While ablating in the left atrium, approximately 1 hour into the procedure, an impedance of 999 was displayed on the remote control and the generator. Additionally a "pop" was felt by the user from either the catheter or the sheath within the patient. The sheath and the catheter were examined for abnormalities. The sheath was noted to be difficult to maneuver but no visible abnormalities were observed. The impedance from the generator however did not improve and the case was cancelled. The patient was stable.

Manufacturer narrative:
One agilis steerable introducer sheath was received for evaluation. The sheath was unable to deflect in one direction due to the detachment of one of the pull wires from the pull ring at the distal end of the sheath, consistent with the reported event. The distal end of the detached pull wire contained evidence of previous welding. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deflection issue was due to a detached pull wire from the pull ring, however, it is uncertain how or when that damage occurred.